Event description:
Clinical history: pt. Is (B) (6) male patient with a history of cad and diabetes. This pt has had a previous coronary procedure for cad in the past (date unknown). Procedure: (B) (6) was utilizing an elca .9mm and 1.4mm catheters for the atherectomy procedure, when he noted a decrease in the pt's blood pressure and decreased wall movement via fluoro. It was determined pericardial effusion had occurred, a covered stent was applied to the arterial perforation and the bleeding was controlled. Patient outcome: proceeding patient stabilization and transfer to the ICU, the patient was discharged several days later. Failure analysis: there were no devices returned for failure analysis. However, there is no indication that the event was caused by a malfunction of the spectranetics devices.